Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair stops intermittently when the consumer is driving the chair.